Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported patient is experiencing swelling, difficulty walking, balance problems and locking up feeling when walking.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional concomitant medical products: versys femoral head, catalog#: 00801802202, lot #: 62516858; kinectiv femoral stem, catalog#: 00771300500, lot#: 61590539. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. The reported devices were implanted with incompatible competitor acetabular components, which is considered an off-label use of this product as indicated on the packaging insert. It cannot be confirmed if the incompatibility caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report indicated patient underwent left hip revision surgery due to pain, greater trochanter bursitis, iliopsoas tendinitis. The acetabular components, modular neck and femoral head were revised.